Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The final angiogram revealed a proximal type I endoleak so the physician implanted an aortic extender component to treat the endoleak. It was reported that the cuff deployed higher than desired. The physician stated that he did not think the device moved or deployed inaccurately. An angiogram revealed the right renal artery was completed covered and the left renal artery was partially covered by the aortic extender component. Multiple attempts were made to access both renal arteries with wires and catheters but the attempts were unsuccessful. The decision was made to covert the pt to an open repair. The devices were removed and discarded at the facility. An aortobifemoral bypass procedure was performed. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).